Event description:
It was reported that device fractured and leaked during use. Two 2.1mm jetstream xc catheters were selected for an atherectomy procedure in the posterior tibial distal popliteal artery. During advancement, the devices were pushed kind of hard into the patient. The first catheter scrunched up approximately within the first one third of the catheter and could not be advanced through the sheath. The second catheter was advanced a little further, approximately halfway through the lesion; however it fractured and leaked. No error messages displayed. The procedure was completed with balloon angioplasty. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination notice that there were multiple buckling/kinks. The location of the damage was 82cm to 83.5cm from the tip. Visual examination noticed that the infusion line had burst proximal the buckling/kinks. The location of the burst infusion line was approximately 84cm to 85.5cm from the tip. The damage that was notice is consistent with sheath interference during the procedure or by pushing, pulling and torqueing of the device in a tortuous anatomy or a heavily calcified lesion. This could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the damage. The device was set-up and functionally tested the device functioned as designed except for the leaking at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device fractured and leaked during use. Two 2.1mm jetstream xc catheters were selected for an atherectomy procedure in the posterior tibial distal popliteal artery. During advancement, the devices were pushed kind of hard into the patient. The first catheter scrunched up approximately within the first one third of the catheter and could not be advanced through the sheath. The second catheter was advanced a little further, approximately halfway through the lesion; however it fractured and leaked. No error messages displayed. The procedure was completed with balloon angioplasty. There were no patient complications.